Event description:
Customer reportedly received results of 213 mg/dl and lo (less than 10 mg/dl) within 10 mins on the active s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.